Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. She stated that she had been unable to bolus for the previous twelve hours. The blood glucose reading was 227 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.